Event description:
Rptr has concerns about the infant ventilators, which have been sold to hosp. On 2/9/94, co rep was at hosp to assemble and inservice the ventilator. He assembled the ventilator. It was taken to the nursery. When the machine was plugged into the air and oxygen, the blender began to alarm. Upon investigation, it was determined that the oxygen high pressure hose was defective. The female adapter on the diameter index safety system attachment was occluded; it was solid metal. Co rep explained that in the qa/control final check before the machine is shipped, the machine is not checked with the high pressure hoses which will be shipped with the machine. Another high pressure hose was attached. The inservice was done. Rep took the defective part. On 3/4/94, while working with the machine, it was noted that if the compressed air source was lost, the alarm was not audible; it was a very weak sound and lasted only 10 to 15 seconds. It was further noticed that the flow through the flowmeter dropped significantly and pressure dropped significantly. Rptr spoke with rep. He suggested that someone in the hosp open the machine so that he could talk him through a repair/troubleshooting process. Rptr declined to do this. Rep indicated he would call rptr back regarding the problem. Co arranged to have a new unit shipped overnight to replace the ventilator. On 3/10/94, the replacement ventilator arrived. Rptr supervised the uncrating. It was assembled. As it was being checked out, it was noted to show no pressure on the manometer. Upon investigation, it was determined no leak existed in the system; flow was coming from the flowmeter; the circuit would pressurize when disconnected from the exhalation block and occluded with the wye occluded. Rptr contacted co. Rptr performed the occlusion again. Rep indicated he believed the line connecting the manometer was disconnected in the machine. He suggested someone at hosp open the machine to fix the problem. Rptr declined. He indicated she should ship both machines back to co for repairs. He stated he would report these problems to qa/control.